Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2026, a patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient had a pre-existing stent in the left iliac vein, which had become occluded. Two attempts were made to access the patient's left popliteal vein using a clottriever sheath, 13fr, however resistance prevented the device from successfully being placed. A clottriever sheath, 16fr was placed without issue. A new clottriever sheath, 13fr was inserted into the patient's right popliteal vein and a flowtriever xl catheter (ft xl) was advanced to the patient's inferior vena cava (ivc). A revcore thrombectomy catheter (revcore) was then advanced into the patient's left iliac stent and clot was removed in three passes. Intervascular ultrasound (ivus) revealed no issues with the patient's preexisting stents. The revcore was then used to remove more clot with two additional passes. A triever16 catheter (t16) was then used to continue to clean out the patient's preexisting stent and the ft xl disks. Upon advancing the t16 through the clottriever sheath, 16f, resistance was noted. The physician then attempted to retract the t16, but resistance was also felt. The physician pulled on the t16 with some force to remove the device and the catheter separated. Multiple attempts to remove the separated portion from the patient's vasculature were made, including ballooning and using hemostats to pull the device out; however, they were unsuccessful. The patient was referred to surgery to remove the t16 catheter.

Event description:
On (B)(6) 2026, a patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient had a pre-existing stent in the left iliac vein, which had become occluded. Two attempts were made to access the patient's left popliteal vein using a clottriever sheath, 13 fr, however resistance prevented the device from successfully being placed. A clottriever sheath, 16 fr was placed without issue. A new clottriever sheath, 13 fr was inserted into the patient's right popliteal vein and a flowtriever xl catheter (ft xl) was advanced to the patient's inferior vena cava (ivc). A revcore thrombectomy catheter (revcore) was then advanced into the patient's left iliac stent and clot was removed in three passes. Intervascular ultrasound (ivus) revealed no issues with the patient's preexisting stents. The revcore was then used to remove more clot with two additional passes. A triever16 catheter (t16) was then used to continue to clean out the patient's preexisting stent and the ft xl disks. Upon advancing the t16 through the clottriever sheath, 16f, resistance was noted. The physician then attempted to retract the t16, but resistance was also felt. The physician pulled on the t16 with some force to remove the device and the catheter separated. Multiple attempts to remove the separated portion from the patient's vasculature were made, including ballooning and using hemostats to pull the device out; however, they were unsuccessful. The patient was referred to surgery to remove the t16 catheter.

Manufacturer narrative:
Manufacturing reference number: (B)(4). The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The adverse event was reviewed on 1/20/2025. The t16 separated and the patient required additional intervention to remove the device (cutdown). Therefore the event is assessed as reportable. The suspect device was returned and evaluated. The assigned root cause of the catheter separation was procedural factors such as excessive manipulation during use. Application of undue force while advancing or retracting the device against resistance particularly in tortuous anatomy can compromise catheter integrity. Manipulating triever16 catheter may have contributed to the observed separation in the returned device. Note that the device labelling advises against using excessive force, that it may damage the device.